Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges feeling sick, respiratory issues, breathing issues and headaches. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, product investigation laboratory observed an unknown contaminant on the iso port of the rear panel. An unknown dust contaminant was observed on the pca, top enclosure, blower housing, blower, blower seal, side panel, inside the blower, bottom enclosure, and the air inlet seal and was able to confirm the device powered up, provided therapy, and the heater plate heats. The humidifier was found to have liquid ingress with mineral deposits on the flip lid. A hair-like particle and unknown contaminant was present on the flip lid seal. An unknown dust contaminant was observed on the dry box and dry box inlet seal. An unknown contaminant consistent with mineral deposits from liquid ingress was present on the dry box seal, bottom housing, lower base, heater plate, and heater plate spring. An unknown dust contaminant was observed on the left side panel and the bottom housing. The bottom housing screws were observed to have some corrosion to them from liquid ingress. The water tank lid was observed to have a broken clip on it. Product investigation laboratory confirmed that there was no evidence of sound abatement foam degradation and unable to directly address the symptoms or complaints.